Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction occurred while the pump was charging. There was no impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.